Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed bright red, itchy rash under the electrodes and mainly the back therapy electrodes. The patient was recommended to use an otc cortisone cream from physician. The patient reported that the irritation was improving